Event description:
Clinical narrative: an impella rp flex was inserted via the femoral vein to support the 67-year-old male patient who had been admitted in with pulmonary embolism, presenting in scai stage e shock. The patient was known to have suffered a cardiac arrest with CPR and been on support with inotropes, vasopressors, and a vent for respiratory needs. The other medical history was not shared. On the day after implant the patient had signs of hemolysis. There was elevated plasma free hemoglobin labs, and hematuria. Additionally, there was a groin site ooze. The team infused blood products to the patient. On day 3 the pump was explanted when care was withdrawn and patient expired. Hemolysis may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, renal function, anticoagulation status, and potential device position. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition as presented in scai stage e.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
B5: added updated clinical review. The review was updated per a review of the complaint file. The team re-adjusted pump position as standard troubleshooting. It was not in the wrong position. H6: omitted code a150202.

Event description:
An impella rp flex was inserted via the femoral vein to support the 67 year old male patient who had been admitted in with pulmonary embolism, presenting in scai stage e shock. The patient was known to have suffered a cardiac arrest with CPR and been on support with inotropes, vasopressors, and a vent for respiratory needs. The other medical history was not shared. On the day after implant the patient had signs of hemolysis. There was elevated plasma free hemoglobin labs, and hematuria. Additionally there was a groin site ooze. The team infused blood products to the patient. The team re-adjusted pump position as standard troubleshooting, and the hemolysis was noted to be resolved. On day 3 the pump was explanted when care was withdrawn and patient expired. Hemolysis may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, renal function, anticoagulation status, and potential device position as noted in this support. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition as presented in scai stage e.

Manufacturer narrative:
Corrected information has been provided in h3 and h6. Access site adverse event/ major bleed: the cause of the issue was not established as limited information was provided. Hemolysis/mechanical interaction with blood: the cause of the issue was likely biomaterial ingestion as evidenced by the data log showing ingestion event before reported hemolysis.

Event description:
An impella rp flex was inserted via the femoral vein to support the 67-year-old male patient who had been admitted in with pulmonary embolism, presenting in scai stage e shock. The patient was known to have suffered a cardiac arrest with CPR and been on support with inotropes, vasopressors, and a vent for respiratory needs. The other medical history was not shared. On the day after implant the patient had signs of hemolysis. There was elevated plasma free hemoglobin labs, and hematuria. Additionally, there was a groin site ooze. The team infused blood products to the patient. The team re-adjusted pump position and the hemolysis was noted to be resolved. On day 3 the pump was explanted when care was withdrawn and patient expired. Hemolysis may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, renal function, anticoagulation status, and potential device position as noted in this support. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition as presented in scai stage e.

Manufacturer narrative:
B5: added updated clinical review. H6: added code f1904 and a150202.

Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial and previous follow-up report.